Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2015. Patient stated that she was not currently wearing the cgm device, as the sensor pod had fallen off prior to the 7 day wear period. Patient reported that during the time when she was no longer wearing the device, she experienced a hypoglycemic event and seizures. The patient was then hospitalized. At the time of contact, no further event details were reported. No additional information is available.